Manufacturer narrative:
The reported device deformation was confirmed. The investigation at abbott confirmed the device had bulbous conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The inspection includes a controlled deployment test using the ergonomic handle delivery system. The final inspection process includes in-process checks designed to detect structural anomalies such as wire bunching or unacceptable lipping, which could lead to deformation. Additionally, the final inspection involves a 100% visual inspection and a controlled deployment test, where defects such as ¿cobra¿ are explicitly defined and rejected. Therefore, there is no evidence that the deformation occurred prior to shipment. Inspection controls in place are specifically designed to detect device deformation, including cobra-like shapes, bunching, and lipping. The investigation into the reported issue has indicated no evidence of a manufacturing defect. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported damage could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 40 mm amplatzer septal occluder is an 13f.

Event description:
It was reported that on (B)(6) 2025, a 40 mm amplatzer septal occluder was selected for implant using a 12f amplatzer delivery system. During deployment, the device did not take proper shape and deformed with a cobra shape. Multiple deployment attempts were made; however, the deformation persisted. There were no interactions with cardiac structures during deployment and no angulation was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and was removed. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported device deformation was confirmed. The investigation at abbott confirmed the device had bulbous conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The inspection includes a controlled deployment test using the ergonomic handle delivery system. The final inspection process includes in-process checks designed to detect structural anomalies such as wire bunching or unacceptable lipping, which could lead to deformation. Additionally, the final inspection involves a 100% visual inspection and a controlled deployment test, where defects such as ¿cobra¿ are explicitly defined and rejected. Therefore, there is no evidence that the deformation occurred prior to shipment. Inspection controls in place are specifically designed to detect device deformation, including cobra-like shapes, bunching, and lipping. The investigation into the reported issue has indicated no evidence of a manufacturing defect. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported damage could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.